Event description:
On (B)(6) 2010, pt reported he was attempting to change his insulin cartridge and the piston rod of his infusion device was making a grinding noise. Pt stated the piston rod would not return and then it gave an error message; pt could not recall what the error message was. Had pt attempt the change the cartridge function. Pt reported the piston rod went half way down and then made a grinding noise. Pt stated it stayed there for awhile and then gave an e2 (battery depleted) alert. Pt reported he did not remember receiving an a2 (battery low) alert prior to the e2 alert. Had pt confirm the error message. Had pt verify the alarm history in the infusion device. Pt stated he has the e2 alert and the error he received prior that he mentioned at the beginning of the call was an e10 (cartridge error) alert. Pt reported there was not an a2 in the error memory of the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.